Manufacturer narrative:
On march 11, 2022 mentor received additional information that indicated the patient had a nervous breakdown. Additionally, the patient provided new contact information. On march 31, 2022, mentor became aware that coding was not provided in the initial report. As such, the associated codes have been populated. Furthermore, section d8. Was this device serviced by 3rd party? Should have also been populated as no. Manufacturer's reference number: (B)(4) in the initial; h6. Health effect - clinical code, h6. Medical device problem code, h6. Type of investigation, h6. Investigation conclusions, h6. Health effect - impact code, and h6. Investigation findings, should all have included the appropriate codes that relate to the complaint file. Each section has been populated accordingly. D8. Was this device serviced by 3rd party? Should have also been populated as no.

Manufacturer narrative:
Correction: section e1 initial reporter country code - (B)(6), was omitted on the initial report. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with 200cc mentor memorygel breast implants and experienced bilateral rupture postoperatively. The patient also experienced inflammation and burning on the chest and armpits. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the patient's right-sided device.